Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that during preparation for use for a therapeutic procedure, the visera 4k uhd camera control unit showed error 117 (camera control unit malfunction) when turning on the power. The intended therapeutic procedure was completed with another similar device. There was no report of patient harm or impact associated with the reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.